Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, on initial inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.